Manufacturer narrative:
The field service engineer (fse) the aspirate probe tubing for aspirate probe #2 was causing the tubing to become very tight when the probe plate was in the down position. The fse replaced all peristaltic pump tubing. The fse completed the mixer pulley replacement modification and a major preventative maintenance (pm-c) was performed. The wash pump was rebuilt due to wash pump/valve motion errors. The fse replaced the vacuum pump as the vacuum pressure was less than 320 mm hg. A high sensitivity system check, 10-replicate precision testing using all levels of quality control (qc), and all levels of qc were performed. All results were within the acceptable specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications.

Event description:
The customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification and above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system utilized in conjunction with access accutni assay and calibrator. Subsequent analyses of the original and redraw samples, on the same analyzer, recovered values within the normal reference range and above the above the acute myocardial infarction (ami) limit. The erroneous results were released out of the laboratory. The initial elevated troponin I results were obtained on a sample collected at an outpatient clinic, and the patient was subsequently sent to the emergency department where the second sample was collected. Based on the normal results, from the second sample, the patient was not transferred to an alternate facility for evaluation. There was no report of patient injury requiring medical intervention or change to patient treatment attributed to or associated with this event. Quality control (qc) passed within the acceptable range prior to and after the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.